Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that although the recharger app showed the stimulator being 100% charged and not turned off, the app indicated stimulation was off. In order to turn stimulation back on, the therapy app was opened and an attempt was made to connect to the communicator, but a "not found" error occurred. The issue was not resolved at the time of this report.  No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID tm90d0 lot# serial# unknown, product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a reset was performed, but did not improve the issue. The cause was not determined. The issue was not resolved.